Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient suffered from complete heart block and the advisory device change out procedure was scheduled. During procedure, the physician visually inspected the right ventricular lead and an insulation crack was noted. The lead repair kit was used to fix the lead and the lead remained implanted. Noise was not reproduced during lead manipulation. The implantable cardioverter defibrillator was prophylactically explanted and replaced successfully. The patient was stable post procedure.